Event description:
The investigation determined that lower than expected vitros tsh results were obtained from a single patient sample tested on two different vitros 5600 systems when compared to a non-vitros tsh result obtained at labcorp . Patient sample 2 tsh results of 0.415, 0.280 and 0.340 miu/l vs. The expected result of 1.67 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros tsh results were reported outside of the laboratory, however, no treatment was altered, initiated or stopped based upon the reported results. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained from a single patient sample tested on two different vitros 5600 systems when compared to a non-vitros tsh result obtained at labcorp . A definitive assignable cause for the discordant lower than expected vitros tsh results could not be determined with the information provided. Based on historical quality control results on both vitros 5600 systems, a vitros tsh performance issue is not a likely contributor to the event. Additionally, there is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event as results were reproducible across two different instruments. It is unknown if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A sample interferent that affects the vitros tsh assay, but not the non-vitros assay cannot be ruled out as contributing to the event. The tsc requested the customer provide the patient diagnosis, as well as any medications or supplements the patient may be taking, including biotin supplements. However, this information was not provided at the time of writing. Therefore, the presence of a sample specific interferent cannot be ruled out as contributing to the event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6720. Email address for contact office is: (B)(6).